Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens was removed and replaced.

Manufacturer narrative:
(B)(4).

Event description:
Explant attempted but not achieved due to capsular adhesion, patient had fluctuating vision, haloes, and glare. Yag cap performed for posterior capsular opacification.